Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. (Weight).

Event description:
Manufacturer reference number: 3006705815-2024-00451. It was reported that following a fall, patient experienced ineffective therapy. Further investigation revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2023 where the leads were repositioned to address the issue. Reportedly, effective therapy was restored post operatively.